Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. On (B)(6)2025, the patient was feeling unwell and was experiencing nausea, vomiting, and a strong sensation of acidity. The patient¿s apple watch notified her of an abnormally high heart rate, which prompted the patient to go to the emergency room. It was not reported what the patient¿s cgm value was leading up to the patient going to the ER. At the ER, the patient was diagnosed with diabetic ketoacidosis (dka) and she was informed that she was also approximately 5 months pregnant. The patient was admitted to the intensive care unit (ICU) and placed on an IV insulin drip. The patient also suffered several complications including hypotension and was unconscious for an unspecified period. The patient stated she was also treated with another unspecified IV medication. The patient remained in dka and was vomiting for ¿some time¿. It was also reported that the patient¿s bg meter readings were taken and reported to be inaccurate, however, no specific values were reported. The patient remained hospitalized from (B)(6) 2025 through (B)(6) 2025 due to ¿ongoing complications and the need for close monitoring related to both her diabetes and the baby¿. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness. H6 health effect - clinical code - e1025 pyrosis/heartburn h6 health effect - clinical code - 4581 appropriate term / code not available.